Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a posterior lumbar fusion surgery. On (B)(6) 2008, patient underwent a spinal fusion surgery on the thoracolumbar region from vertebrae t9-l3 using rhbmp-2/ acs. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine at the thoracic region of spine and the cage was placed outside a cage in the posterior elements. Patient's post-operative period has been marked by a period of improvement, followed by increasing mid and low back pain. In 2010, patient tried a spinal cord stimulator for relief. Patient continues to experience extreme mid and lower back pain that radiates to both sides of her back and down to her waist. She experiences difficulty standing and walking for extended periods of time, and is constantly sitting down. She has difficulty bending over and performing daily tasks, and must wear a brace when walking or performing any activity. These serious injuries prevent patient from practicing and enjoying the activities of daily life that she enjoyed pre-operatively.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with 1) post-traumatic kyphosis (thoracolumbar junction) 2) osteoporosis. 3) posterior spinal fusion t9-t10, t10-t11, t11-t12, t12-l1, l1-l2 and l2-l3 and underwent the following procedures: 1) bilateral posterior segmental spinal instrumentation t10 through l3. 2) posterior spinal fusion t10 to l3. 3) augmentation of posterior spinal fusion with local bone graft (morselized), recombinant human bone morphogenetic protein-2 and compressive resistant matrix. 4) smith-petersen osteotomy t12-l1. 5) neuromonitoring with somatosensory evoked potentials and pedicle screw stimulation. As per op-notes,¿ therefore, we placed the rods distally, locked them in place, and then slowly brought the rod down to the screws. This was with care as to not provide any pullout force on the screws. We locked the right rod in place first, and then locked the left rod down. We provided some slight compression across the construct as well. The screws seemed to hold fairly well. With all this completed, we then performed bilateral fluoroscopy again, and this showed that the lordosis had been achieved, and the kyphosis had been corrected completely. Therefore, we broke all the set screws off. We decorticated the dorsal elements, and then placed 24 milligrams of bone morphogenetic protein-2 on an absorbable collagen sponge, with compressive resistant matrix and morselized local bone graft throughout the fusion mass area. We also fused t9-t10 as well, which was not instrumented.¿ the patient tolerated the procedure well without any intraoperative complications.